Manufacturer narrative:
(B)(4). The suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (ventilator inoperable alarm and motor-fault alarm) on start-up. After checking all connectors and tubing, the customer performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be slow solenoid valves resulting in a bad auto zero calibration at power up and operational auto checks.